Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an unspecified malfunction on their right ventricular (rv) lead. Therefore the physician elected to cap and replace the lead on (B)(6) 2021. The patient condition was not provided.